Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider, via the manufacturer representative, reported the patient was implanted with a lead on (B)(6) 2015. Following implant, the patient was discharged temporarily, however they went back to the hospital with a fever. An infection was suspected and antibiotics were prescribed. The patient was hospitalized. As of the morning on (B)(6) 2015, the patient's fever was back to normal, so the procedure to implant the implantable neurostimulator (ins) was to be performed. The exposed portion of the extension was purulent and contained "a little" pus. A culture taken later confirmed the infection. There was no problem in the "connecting part," or where the ins would be implanted. There was also no redness and the ins was implanted after carefully cleaning with distilled water. The patient's target disease was fecal incontinence. No further information was reported. A follow up report will be sent if additional information is received.

Event description:
Additional information received from the healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported during the operation to implant the ins the skin surrounding the extension was not red and did not hurt and a subcutaneous infection localized to the extension was diagnosed. The patient experienced no subjective symptoms whatsoever. At the same time as the operation to implant the implantable neurostimulator (ins) a thin drain was placed subcutaneously and after confirming the infection had vanished the drain was removed three days after the procedure. The cause of the subcutaneous infection was believed to have been the transdermal extension. The wound culture found (B)(6). The patient had no symptoms of infection and was discharged from the hospital on (B)(6) 2015.